Event description:
Patient presented to the physician with a portion of the sensing lead body eroded through the skin at the chest incision site. Physician brought the patient into the or, opened the chest incision, repositioned and tucked the lead body, flushed the pocket with antibiotic solution, re-sutured, and closed the site.